Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during drain. The home patient (hp) had disconnected and forgot to press stop. The hp reconnected to the setup after air had entered the lines. Gts assisted the hp with cycling power to clear the alarm and advised the hp to contact the nurse. Gts reviewed proper procedures with the hp. Product surveillance (ps) spoke with the hp's nurse, who was not aware of the alarm or use error. Ps recommended a review of proper procedures and the nurse understood. Therapy was continuing without complications. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.